Event description:
During a follow-up conversation with a home pt regarding a system error 2240 that occurred in july, 2004 the pt was recently diagnosed with peritonitis. Reportedly, the home pt presented to the e.r. Nine days earlier with cloudy effluent and abdominal pain. The home pt was diagnosed with peritonitis and was admitted to the hosp. Treatment is unknown as the pt was hospitalized. The home pt was discharged 4 days later. The home pt's nurse reported that the home pt did have an exit site infection in june 2004, however, the culture was lost in the lab, therefore, no results are available. The home pt's nurse reported no known origin of the peritonitis, however, a hole in the home pt's catheter was discovered within one week of discharge from the hosp. Based on the absence of symptoms the home pt's nurse concluded that the home pt has fully recovered from the infection.